Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet pump, with blood glucose remaining elevated despite multiple infusion set changes and a ¿breakfast less than¿ announcement given without food; the user paused the pump temporarily to avoid alarms, and trainers advised ketone testing, hydration, rest, another site change, and contacting the provider for injection-based correction if large ketones were present. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information to determine a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.